Event description:
1) what went wrong with the device: on (B)(6) 2025 it was reported while a patient was being repositioned from a supine to a lateral position for a puncture, the tracheal cannula became twisted inside the shield despite the lock being correctly adjusted (lock symbol closed). As a result, the tracheal cannula was no longer positioned correctly in the trachea and initially leaked. The patient then had to be reintubated as an emergency measure because ventilation was impossible. A bronchoscopy showed that the cannula was lying with the opening against the mucous membrane of the trachea and was therefore misplaced. 2) description of health effects: no harm was caused to the patient. Short-term undersupply of breathing air.

Manufacturer narrative:
According to the complaint description the tracheal cannula became twisted inside the neck plate despite the lock being correctly adjusted (lock symbol closed), while a patient was being repositioned. It was stated that the neck flange was fixated with a neck strap & stitches. As no sample is available for investigation a theoretical investigation was conducted. As the lot is unknown, a review of batch & production data is not possible. The received photo is not sufficient for defect verification. The sliding neck plate is secured to the cannula tube by a locking mechanism. To move the nekc plate, the orange lever must be released and then closed again after moving. To ensure that the cannula is always correctly oriented, attention should therefore be paid to the position of the scale, as described in the IFU: "for correct orientation of the tube and adjustable neck flange, it is essential, that the scale on the tube faces upwards (cranial) and the distal end of the tube is oriented caudal. The information engraved on the neck flange must be readable (tracoe logo towards patient's chin" and "the tube must not be moved or shifted once it is in position)". The IFU also states that the correct position and function of the cannula must be checked, see "ensure the correct placement of the tube by regularly checking of the tube position and reduce the risk of dislocation .